Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('identified in one fragment is a 3.1 x 0.2 cm metallic coil most consistent with an essure coil'), embedded device ('just beneath the serosal surface is a partially visible metallic coil and completely covered by a thin intact serosal surface, the embedded coil is carefully removed from the fallopian tube and uterine tissue'), uterine perforation ('perforation') and fallopian tube perforation ('perforation') in an adult female patient who had essure (batch no. 676715) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6)2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) and device dislocation ("intraabdominal essure coil adhered to epiploica / misplaced essure micro implant into the abdominopelvic cavity."). The patient was treated with surgery (laparoscopic supracervical hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the device breakage, embedded device, uterine perforation, fallopian tube perforation and device dislocation outcome was unknown. The reporter considered device breakage, device dislocation, embedded device, fallopian tube perforation and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6)2018: just beneath the serosal surface is a partially visible metallic coil. Although grossly visible, the coil is completely covered by a thin intact serosal surface. This area is at the cornu and proximal fallopian tube and measures approximately 1. 3 cm in length and 0. 2 cm in diameter. The specimen is radiographed within the department to reveal a metallic coil which corresponds to the previously described visible area. The uterine tissue and fallopian tube is carefully sectioned to reveal the previously described metallic coil which is found in the attached uterine tissue and proximal fallopian tube and measures 3.3 cm in length and ranges in diameter from 0.1-0.3 cm in diameter. The embedded coil is carefully removed from the fallopian tube and uterine tissue, is saved separately and submitted. The outer surface in the area of the embedded coil of the uterine tissue and fallopian tube is inked black.; on (B)(6)2018: lost essure coil, intraabdominal essure coil adhered to epiploica. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: embedded, dislocation, device breakage and perforation. Most recent follow-up information incorporated above includes: on (B)(6)-2020: plaintiff fact sheet received. Case became medically confirmed. Previously reported event of migration updated to event intraabdominal essure coil adhered to epiploica. New events - identified in one fragment is a 3.1 x 0.2 cm metallic coil most consistent with an essure coil) , just beneath the serosal surface is a partially visible metallic coil and completely covered by a thin intact serosal surface, the embedded coil is carefully removed from the fallopian tube and uterine tissue were added, lot number added. Removal surgery details were added we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('identified in one fragment is a 3.1 x 0.2 cm metallic coil most consistent with an essure coil'), embedded device ('just beneath the serosal surface is a partially visible metallic coil and completely covered by a thin intact serosal surface, the embedded coil is carefully removed from the fallopian tube and uterine tissue'), uterine perforation ('perforation') and fallopian tube perforation ('perforation') in an adult female patient who had essure (batch no. 676715) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) and device dislocation ("intraabdominal essure coil adhered to epiploica / misplaced essure micro implant into the abdominopelvic cavity."). The patient was treated with surgery (laparoscopic supracervical hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, embedded device, uterine perforation, fallopian tube perforation and device dislocation outcome was unknown. The reporter considered device breakage, device dislocation, embedded device, fallopian tube perforation and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: just beneath the serosal surface is a partially visible metallic coil. Although grossly visible, the coil is completely covered by a thin intact serosal surface. This area is at the cornu and proximal fallopian tube and measures approximately 1. 3 cm in length and 0. 2 cm in diameter. The specimen is radiographed within the department to reveal a metallic coil which corresponds to the previously described visible area. The uterine tissue and fallopian tube is carefully sectioned to reveal the previously described metallic coil which is found in the attached uterine tissue and proximal fallopian tube and measures 3.3 cm in length and ranges in diameter from 0.1-0.3 cm in diameter. The embedded coil is carefully removed from the fallopian tube and uterine tissue, is saved separately and submitted. The outer surface in the area of the embedded coil of the uterine tissue and fallopian tube is inked black.; on (B)(6)2018: lost essure coil, intraabdominal essure coil adhered to epiploica. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: embedded, dislocation, device breakage and perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and perforation ('perforation') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required) and adverse event ("I am getting mine out soon"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, perforation and adverse event outcome was unknown. The reporter considered adverse event, device dislocation and perforation to be related to essure. The reporter commented: as per social media content "I am getting out mine soon". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: pif received. Case becomes an incident. New events added: migration, perforation. Insertion and removal dates were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.